Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the physician assistant that the pt was getting out of bed by physical therapy and right side failed. The pt became hypotensive. The pt arrested, chest was opened for cardiac massage and placed on extracorporeal membrane oxygenation (ECMO). Once the pt was placed on ECMO, the pt experienced power elevations, low flow alarms and ultimately the pump stopped. Plans were being implemented to perform a pump exchange. Additional info received through the manufacturer's device tracking system reported that following the pump exchange, the pt expired due multiple system organ failure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.